Event description:
Caller reported their pump screen would not turn on. There was no adverse impact to the customer's blood glucose level. Customer tried several troubleshooting steps as instructed by technical support, including disconnecting and reconnecting the pump to a power source, but the screen remained unresponsive. As a result, technical support decided to replace the pump, and the customer will use mdi as a backup therapy to ensure insulin delivery is not interrupted. No additional interest in an out-of-warranty loaner pump was expressed by the caller.